Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the ventricular lead impedance had increased to >2500 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received